Manufacturer narrative:
Model number/catalog number: sc-9218-15, serial number: (B)(4), batch/lot number: 18169605/18649748, model/catalog description: precision m8 adapter 15c. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and adapters revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was not getting adequate pain relief and experiencing tenderness at the ipg site and along with the connectors in the upper back. The patient underwent an explant procedure and was doing well postoperatively.